Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support resolved the issue by arranging to replace the pump. The customer was advised to use mdi as a backup therapy and was provided instructions for putting the pump into storage mode before returning it using a pre-paid label. A replacement pump with updated software was shipped without the need for a delivery signature, and the customer understood the steps for receiving and returning the pumps.